Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 200 ohms on the right ventricular (rv) channel during a pre-surgery check and a clinic visit. It was noted that the average daily measurements for this rv lead were in range. The field representative stated that only the rv to can was in range, so reprogramming to the rv to can was completed. At this time, this ICD remains in service, and no adverse patient effects were reported.